Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. A review of the sterilization certificate confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: associated medical devices: continuum tm shell multi 56 kk; item# 00-8757-056-02; lot# 63494012. Vit e liner neutral kk 32; item# 00-8851-012-32; lot# 63306634. Trilogy bone scr 6.5x20; item# 00-6250-065-20; lot# 63480615. Trilogy bone scr 6.5x20; item# 00-6250-065-20; lot# 63506572. Tprlc xr mp type1 pps 4.0; item# 51-145040; lot# 2931541. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six years and six months post initial implantation, the patient underwent a left sided hip revision due to pain and osteolysis. Due diligence is in progress for this complaint; to date no further additional information or product has been received.